Event description:
The customer reported the evis exera iii video system center display a b30 and an e216 error code. The event occurred during maintenance, prior to an unknown therapeutic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device has received however, evaluation has not yet begun. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. No conclusive results were obtained via evaluation - it was not possible to further determine if the alleged phenomenon occurred due to a malfunction of the subject device. A quality inspection report has been received for investigation - final results of this investigation are pending completion. A follow-up medical device report will be submitted upon completion of this investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It was not determined if the phenomena occurred due to a malfunction of the subject device. The occurrence of the phenomenon could not be confirmed. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿code: b30: error message: scope communication err (b30): possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. The video system center cannot communicate with the endoscope. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Stop using the endoscope and contact olympus.¿ ¿code: e216 error message: scope communication err e216 contact olympus. Possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source.¿ olympus will continue to monitor field performance for this device.